Manufacturer narrative:
The handpiece was received at the manufacturer for eval. The reported condition of the device leaking during usage could not be confirmed, but the drill did run rough, loud, and shaky. Based on the investigation details, a possible cause for the reported leaking was problems with the spindle housing and a broken bearing, which have been replaced along with the nose cone and other components. Service did a clean, lube, and adjust to the device, and it was returned to the customer.

Event description:
It was reported that during an extraction procedure, the drill began leaking a silverish black crystal substance. The substance did not come into contact with the pt. There was no pt or user injury, and the procedure was completed successfully with another device.